Event description:
The pt/lay user contacted lifescan (lfs) in 2005 alleging that the meter showed the incorrect date and time. When the pt inserted the test strip into the meter, the meter flashed the incorrect time and date and would power off. This issue has been obsereved for the past week. The pt went to the lab to get a blood glucose test and was waiting for the results. He was advised to keep up with his regular routine and to eat a banana or drink water and to take his regular medicines until he waits for the results to come back. While troubleshooting with the customer care agent (cca) the meter powered off. Cca sent the pt a replacement meter.